Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. The patient called in to report that on 3/20/2024 she went to the emergency room (ER) due to a cgm inaccuracy. It was not specified whether the ER visit was due to a low or high inaccuracy's reading. No patient symptoms were reported. However, the patient was not able to stay on the line to provide any further details to dexcom technical support. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.